Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted that the issue started as a universal surgical manipulator (usm) problem but set up joint (suj) distal errors still happened after replacing usm. The fse replaced usm and suj to resolve the errors. The system was tested and verified as ready for use. Isi received a da vinci product usm involved with this complaint to perform failure analysis. The usm was analyzed and found to have errors in the logs log but was not replicated. The logs showed "hall edge to edge fault on usm2, axis 1" message. This indicates that a motor encoder is loose and moving while the motor is stationary or that the hall signal is frozen or disconnected, confirming that the failure occurred in the field. The usm was installed onto a patient side manipulator (psm) fixture test platform where all relevant testing was passed within specification. Once testing was completed, the "yaw motor module" was further inspected and was verified to be the source of the fault. Isi received a da vinci product suj involved with this complaint to perform failure analysis; however, failure analysis still pending.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that repeated recoverable faults occurred on the universal surgical manipulator (usm) 2 and persisted despite multiple system power cycles. The tse powered down the entire system and performed an emergency power off, but the fault continued after powering back on. The user disabled usm 2 and proceeded with the procedure as a three-arm configuration. No known impact or patient consequence was reported.